Event description:
It was reported that surgeon attempted to insert a competitor's lens and the foam tip plunger overrode the lens and tore it. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
H6: evaluation: method - ftp indigo, indigo-p and cartridge lot number search. Results - a lot number search on the ftp and cartridge, there were no similar complaints found within the work order. There was no similar complaint found on the lot number on the injector.